Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 3/16/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Furthermore, a detached haptic was observed, which can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that four complaints for this production order were found, however, these complaint issues reported are not related; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to mechanical complications product issue. The suspect iol was replaced with a different model higher diopter power lens. It was learned that by mechanical complications pf product meant that the patient complained from the beginning that she has been unable to see music books to play her piano. She has been very unhappy from the original implant. She is a physician and she has difficulty seeing charts and computer in the way she thought the lens would give her. Therefore, the iol explant was done. It does not appear an enlarged incision was needed during explant or any other complications. No other information was provided.